Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated with mdrs #1225714-2014-02245 and 1225714-2014-02246.

Event description:
The plaintiff's attorney alleged that the patient experienced heart problems and a metabolic alkalosis event on (B)(6) 2011 after the use of the product.